Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse performed a preventative maintenance (pm) procedure that was due and installed the software version 5.1 upgrade. The fse then performed a passing carryover test, system check, and high sensitivity system check. A definitive cause of the incident could not be determined with the available information. Associated MDR: 2122870-2014-00614.

Event description:
The customer reported non-reproducible, elevated troponin I (accutni+3) results generated by two unicel dxi 800 access immunoassay systems in the laboratory. This MDR reports the results from the instrument with serial number (B)(4). The customer supplied data for one patient sample. The customer stated the patient sample generated elevated accutni+3 result on an initial analysis. Per laboratory protocol, the sample was removed from the automation line and repeated on a secondary instrument. Repeat testing of the sample on both instruments generated lower accutni+3 results within the reference range. The customer does not know whether erroneous results were reported from the laboratory. The customer is not aware of change to or impact to patient treatment in connection with this event. All system parameters such as quality control (qc) results, calibration, and system check were within assay and instrument specifications.